Event description:
Healthcare professional reported "black speck on implant". The device was not used on a patient.

Manufacturer narrative:
Device evaluation summary: the device as returned to allergan and visual analysis identified white particles and a crease/fold on the shell. A fill inspection test was performed and identified no blockage in the valve. Additional analysis was performed, which observed a black speck of round shape, with a size of 3.0 mm approximately and with a rough morphology. It could not be concluded the origin of the black speck. It¿s not considered a workmanship since the device was not received in the original sealed packaging. Further investigation has been initiated and results will be sent upon completion

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "black speck on implant". The device was not used on a patient.